Manufacturer narrative:
(B)(4). Device evaluated by MFR: returned product consisted of a guidezilla guide extension catheter. The device was bloody. The hypotube, collar, distal shaft and tip was microscopically and tactile inspected. Inspection revealed a partial separation at the collar, collar damage, kinks in the distal shaft located 4 cm and 9.5 cm from the tip of the device. The guidezilla outer diameters were within guidezilla specifications.the damaged distal shaft measured exceeded the guidezilla specification. Functional testing was carried out by loading the tip of the guidezilla into a lab supplied 7f guide catheter. The guidezilla was able to load in to the guide catheter hub, but could not advance in the guide catheter. The customer stated that the device was used several times during the procedure, which is consistent with the reported trouble advancing after successful use. The coating of the device gradually dissipates with use. The partial separation and damage to the collar is consistent with torque damage. Inspection of the remainder of the device, apart from the observed damage, revealed no other damage or irregularities. The investigation conclusion is operational context as the product meets the design and manufacture specification but due to anatomical/procedural factors encountered during the procedure, performance was limited. (B)(4).

Event description:
Reportable based on device analysis completed on (B)(6) 2018. It was reported that the device was difficult to insert and the collar became bent. A guidezilla ii guide extension catheter was selected for a procedure. The device was used several times and the physician tried to insert again. There was severe resistance near the y-connector. When the device was pushed, the collar became bent. The usage was discontinued. The procedure was completed with this device. However, device analysis found a partial separation at the collar.